Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor error. Customer's blood glucose was 113 mg/dl. Troubleshooting for sensor error alert was performed. Customer's isis value was 26.66 and customer advised the sensor is properly inserted. Customer was advised to monitor the insulin pump and if the alert persists after the 2 hour initialization period is complete then it will have to be removed and replaced. Customer will call back if issues persist to complete troubleshooting.